Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump history was not recording time/date and "fill canulla" amounts correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump¿s prime history confirmed the reported prime volumes. During testing, all primes performed were accurately recorded in the pump history. The complaint of the pump not recording prime and ¿fill canulla¿ steps correctly was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.